Manufacturer narrative:
The investigation is ongoing. The company has requested that the device be returned to the company for investigation. Additional patient specific information regarding the complaint has also been requested. A supplemental report will be provided.

Manufacturer narrative:
The patient has undergone successful revision surgery to remove a reattachment plate and screws with no reported complications. The revision was the result of patient anatomical issues - the soft tissue had detached from the trochanter attachment which began rubbing over metal surface causing pain. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened. There is no indication or evidence available at this time to suggest that there was a non-conformance. Should additional information become available the investigation will be re-opened and re-evaluated. The complaint is being closed, and is being tracked and trended.

Event description:
This is a supplemental report to 3004105610-2014-00021 (B)(4). The surgeon contacted the company's sales rep on (B)(6) 2014 regarding a patient with a mets proximal femur implant who began to experience pain in the hip. Upon investigation, the physician reported that the patient's soft tissues separated from the trochanter attachment and began to rub against metal, resulting in hip pain. A revision was performed without incident on that same day, in which the surgeon removed the reattachment plate and screws, thereby allowing for free movement of the soft tissue. It was further reported that the patient is doing well.

Event description:
The surgeon contacted the company's sales representative on (B)(6) 2014 regarding a patient with a mets proximal femur implant who began to experience pain in the hip. Upon investigation, the physician reported that the patient's soft tissue separated from the trochanter attachment and began to rub against metal, resulting in hip pain. A revision was performed without incident on that same day, in which the surgeon removed the reattachment plate and screws, thereby allowing for free movement of the soft tissue. It was further reported that the patient is doing well.